Manufacturer narrative:
The peritonitis event occurred on an unspecified date reported as ¿recently¿. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of the peritonitis was reported by the caregiver as due to being contracted during the patient's recent hospitalization for another indication. The patient was hospitalized for the peritonitis event. Treatment, action with pd therapy and patient outcome were not reported. No additional information is available.